Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. The device history records could not be reviewed as the lot number is unknown. Further clinical testing could not be performed: the affected analyte(s) and lot number must be specified in order to perform clinical testing. This complaint has not been confirmed for the indicated failure mode: erroneous results. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® c&s preservative urine tube during a validation, an unspecified number of tubes failed validation for 48 hours based on manual microbiology; they were only able to validate for 24 hours. There was no health impact or consequences reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown h4. Device manufacture date: unknown a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® c&s preservative urine tube during a validation, an unspecified number of tubes failed validation for 48 hours based on manual microbiology; they were only able to validate for 24 hours. There was no health impact or consequences reported.